Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The electronic records from the device were downloaded and confirmed the device loss power. The records showed the device powered off when the customer was printing patient records. Stryker replaced the power pcb, battery pins and wire harness as a preventative measure. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker determined that the cause of the reported issue was due to general wear on battery pins and power pcb connections. Also the batteries used by the customer were greater than 2 years of age and contributed to the issue.

Event description:
The customer contacted stryker to report that their device powered off by itself. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.